Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required drainage and blood transfusion. Cardiac surgery was consulted. While burning in the interior wall, the anesthesia team reported having blood pressure issues, and the physician cardioverted the patient. After the cardiovert they checked for effusion and a massive effusion was discovered. The medical team tapped the patient and ordered a rapid transfuse for two units of blood. Cardiac surgery was called in for evaluation. The patient was reported to be stable.

Manufacturer narrative:
On 5-mar-2025, bwi received additional information regarding the event. Patient was tapped (1000 cc of blood) and ended up going to surgery for cardiac window. Patient recovered however required extended hospitalization. The patient was scheduled as an outpatient and had to go to open heart surgery so at least an additional day if not more. The perforation was located in posterior right atrium. Physician does not know what caused the event, however does not blame bwi products. Procedural act (activated clotting time) was greater than 350. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. As the extended hospitalization was confirmed, b2 box for hospitalization initial/prolonged was selected. As a perforation was confirmed, the h6 health effect - clinical code was updated to "cardiac perforation" (e0604). Additionally, on 12-mar-2025, the product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number 31468869l, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).